Manufacturer narrative:
No cracks on reservoir tube lip noted. Unit passed displacement test. Unit received with same audio tone when switching from volume 5 to volume 1 and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that there was crack on the retainer ring. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.